Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error 6) associated to the stirrer motor during the er6 disinfection procedure. Additionally, poor indication of water level on the patient side there was no patient involvement.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, stirrer motor, distribution board and cpu board were replaced. During repair activity a short circuit occurred on the cpu board, that was anyway replaced. Moreover, also float assembly was replaced due to poor indication of water level on the patient side. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2014. Based on the information currently available, it cannot be ruled out that a failure of the stirrer motor, no longer able to turn freely, has resulted in a problem with the distribution board too. In deeper details, it can be assumed that a (partially) blocked motor, likely due to wear of the bearing or corrosion/degradation or also environmental conditions, such as water infiltration, humidity, condensation, or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the boards.

Event description:
See initial report.